Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the patient heard a device alert every 4 hours. The patient is known to have svc impedance greater than 200 ohms and had a non-invasive program stimulation (nips) procedure "earlier this month". The device is still in use. No patient complications have been reported as a result of this event.